Manufacturer narrative:
The device has not been returned to medtronic, a device evaluation has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gets hot during use. There were no injuries reported as a result of this event.

Manufacturer narrative:
Evaluation of the device was performed and could not confirm the reported issue of "gets very hot". The pre-repair temperature tests after 5 minutes recorded the handpiece at 110 degrees fahrenheit. The evaluation provided pictures of the internal components that showed the bearings were corroded. If information is provided in the future, a supplemental report will be issued.